Event description:
Follow up information reported that the infection was not considered related to the implantable neurostimulator (ins) device. A culture was performed but the results were not available. In addition, the site of the location was noted at the superior portion of the extension and burr hole. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent a bilateral revision on (B)(6) 2010, following a post-operative infection six months previous. Refer to manufacturer report # 3007566237-2013-02255. Patient has bilateral system.

Manufacturer narrative:
Concomitant products: product ID: 924256, serial# unknown, product type: accessory. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. (B)(4).